Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl resulting in a fall and sacrum fracture. Reportedly, customer had set up the pump with inaccurate settings. Customer went to the emergency room (ER) and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline, resolving the issue. Customer declined to provide further information.